Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. According to the physician the cause of death was not related to the device performance. It was reported that the cause of death was unknown. No further information is available at this time.